Event description:
It was reported that a power injectable microbore catheter extension set experienced hemolysis. This malfunction was observed while the nurse was attempting to draw blood from the patient. The nurse swapped out the set and was able to draw blood without further incident. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.